Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device was received with no (act, escape, up and down) button response due to flattened button dome switch. The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify motor error alarm, weak signal alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, compromised force sensor system error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump alarmed motor error. The buttons were hard to press and they needed to press them in a specific spot in order for them to work. Customer's blood glucose level was around 290 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.